Event description:
It was reported that a (B)(6)-year old female patient, who's undergone primary breast augmentation with a (right) 450cc mentor memorygel breast implant and a (left) 425cc mentor memorygel breast implant, suffered right breast capsular contracture (baker grade 1 to 2), post-procedure. The patient was also thought to possibly have a ruptured right breast implant. As a result, the patient underwent revision surgery on (B)(6) 2021. Pre-operatively, the patient was diagnosed with bilateral breast asymmetry. Upon removal of the implants they were both identified to be intact. Subsequently, the implants were replaced with the following; (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9619698 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9620111 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant was reported under mrn: 1645337-2021-09467.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).